Manufacturer narrative:
A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The device has not been returned to the manufacturer for evaluation.

Event description:
Before the planned surgery, the doctor attempted to pull the peripherally inserted central catheter (PICC) line, but was unable to do so. When the PICC line was initially placed, a chest x-ray was performed to verify placement which was at the superior vena cava-right atrial (svc/ra) junction. Several days later, the PICC line was found to be in the innominate vein.